Event description:
It was reported by the rep that (1) hp052 luke handpiece electrical connector had become loose and was not associated with any specific procedure. The handpiece functions intermittently. There was no consequence to pt.